Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had lamp error. This event occurred at during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected fields: e1 (first name, last name), g2. Updated fields: d8, d9, g1, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Three attempts were performed to obtain device, but no response was received from the customer. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.